Manufacturer narrative:
CONTINUED E1. PHONE: (B)(6). A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCES NOTED. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: RUPTURE.

Event description:
HEALTHCARE PROFESSIONAL REPORTED "RUPTURE (WITHOUT LEAKAGE)". THIS RECORD IS FOR THE RIGHT SIDE. THE DEVICE WAS EXPLANTED.

Event description:
Healthcare professional reported "rupture (without leakage)". Later healthacre professional reported "multiple fissures in the implant capsule, with thickening of the soft tissues of an inflammatory nature due to leakage of silicone gel" and "heterogeneous structure consistent with fibrocystic/mastopathic changes of the small-cell type I, with an elastometry index of 3.68, indicating dense breasts." This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: B.3., B.5., B.6., H.6.